Event description:
"After catheter was inserted, nurse hooked up syringe to flush catheter and noticed a leak near hub. The catheter was successfully pulled out from the pt and a new catheter was placed in. The pt was stable."